Event description:
It was reported that the distal end of the stent (subject device) did not open correctly when deployed in the patient. The physician tried to open with a balloon, but was unsuccessful. A 4x20 solitaire stent was used to open the subject device stent. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The analyzed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analyzed event. The reported complaint could not be confirmed and it cannot be determined that the device met specification upon release, as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. H3 other text : device reamains implanted in patient

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the distal end of the stent (subject device) did not open correctly when deployed in the patient. The physician tried to open with a balloon, but was unsuccessful. A 4x20 solitaire stent was used to open the subject device stent. The patients medical condition was good. There were no clinical consequences to the patient.